Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion. Via a follow-up MDR.

Event description:
The line is leaking at the junction where the PICC catheter meets the white butterfly. The patient had to undergo another procedure to have a new PICC line inserted. Successful PICC insertion after many attempts.

Manufacturer narrative:
We received the catheter with the sliding clamp as the faulty sample. Dried solution residues and an organic residue were visible on the catheter tube, the extension line, and the wing. Flushing of the proximal lumen was successful and showed no signs of leakage. However, when flushing the distal lumen, a leakage at the wing was detected. Microscopic examination revealed a tear at the white wing. When the catheter tube was stretched and bent, the damage became more visible. The fracture surface was rough and uneven, indicating the application of excessive tensile force. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, the IFU states: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. In the IFU is also stated: do not kink the catheter or the extension line permanently to avoid damage to the catheter. Furthermore, the customer stated in the pir that the catheter was functioned without leakage for 40 days. It is important to note that, as stated in the instructions for use (IFU), the catheter is indicated for use up to 29 days. The customer used the catheter for 40 days, which clearly exceeds the recommended usage period. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out as part of quality control process. A two-year review of vygon USA complaint data revealed three additional reported complaints regarding leakage associated with lot 24a037d, two of which originated from this facility. Corrective action: since the catheter functioned as intended for 40 days before the leakage occurred, we do not believe the defect is manufacturing related. Any manufacturing issues that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time. Additionally, the customer used the catheter for 40 days, which clearly exceeds the intended use limit (indicated for use up to 29 days) outlined in the IFU. We recommend following the intended use as specified in the product IFU.

Event description:
The line is leaking at the junction where the PICC catheter meets the white butterfly. The patient had to undergo another procedure to have a new PICC line inserted. Successful PICC insertion after many attempts.